Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have no product issue. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper test was performed twice and passed. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the long bipolar grasper instrument was not closing and articulating properly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.